Manufacturer narrative:
Based on the information provided, isi has not determined the root cause for the patient's intra-operative complication. If additional information is received a follow-up MDR will be submitted to the FDA. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2019. No related system/instrument errors were found to have occurred during the surgical procedure. Based on the current information provided, this complaint is being reported due to the following conclusion: during a da vinci-assisted pulmonary lobectomy procedure, the patient allegedly expired as a result of an intra-operative bleed. At this time, the root cause of the patient's intra-operative complication remains unknown.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, significant bleeding was noted from the pulmonary artery. The system was un-docked, so that the surgeon could control the bleeding. However, the bleeding could not be stopped and the patient expired. There was no reported malfunction of a da vinci system, instrument, and/or accessory. At this time, the root cause of the patient's intra-operative complication is unknown. Intuitive surgical, inc. (Isi) contacted an isi clinical sales representative (csr) and obtained additional information regarding the reported issue: the csr was not present during the procedure, which was not recorded on video. The csr spoke to the surgeon and was informed that there was no malfunction of a da vinci system, instrument, and/or accessory. The surgeon indicated that everything had performed as expected. The surgeon had a vessel loop around the pulmonary artery and noted back-bleeding around that area. The surgeon then attempted to utilize a stapler instrument to control the bleeding, but the window was not big enough. The surgeon could not control the bleeding, so the procedure was converted to open surgery. However, the surgeon could still not control the bleeding and the patient subsequently expired. The surgeon stated that the cause of the back-bleeding was unknown.